Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) pocket site. The patient underwent a revision procedure wherein the pocket site was moved. The patient was doing well postoperatively, and the device remains implanted and in use. No device malfunction was suspected.